Manufacturer narrative:
Review date: september 4, 2015. Data through: (B)(6) 2015. Power consumption below normal operating range. About 14 suction alarms have been logged since september 01, 2015. About 3 low flow alarms have been logged at the following times: -(B)(6) 2015. The low flow alarm limit is currently set to 2.0 lpm. About 1 vad disconnect alarm was logged on (B)(4) on september 03, 2015. Starting (B)(6) 2015 at 9:42 there is a decrease in power below normal power consumption. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events to include infection and death.

Event description:
It was reported from the site by the "vad coordinator that the patient had an acute code event this morning and died." Vad coordinator stated that the "patient returned to cvtu yesterday ((B)(6) 2015), with increasing white count, abdominal distention; and refused surgery this morning." Patient was said to have clostridium difficile infection with "increasing wbc over the last 72 hours, from 7 to 23k." "Inr was 6.9 and patient was given factor 9, to prepare for exploratory laparotomy." "Inr was 3 after factor 9." Patient was said to code and "expire 1.5 hours after factor 9 was given." It was further said that during the code, fluids were given and that the patient did not respond. "Chest was explored at bedside and outflow graft was inspected, with no apparent obstruction." It was said that there was no autopsy being performed on the patient. The cause of death is reported to be ischemic bowel. No additional information provided.